Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient had lead noise which was detected as nsln episodes. Programming changes were made. The lead remains implanted